Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hospitalization. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl means high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient's husband reported that his wife changed her pod on (B)(6) and had high blood glucose results throughout that day that did eventually go down. The next day, she experienced the same thing. On (B)(6), she called her husband and said she wasn't feeling well, that she had pressure in her chest and was vomiting. He advised her to go to the hospital, which she did. He said that her blood glucose results were "up in the 300s" and when she gave herself a bolus, her blood glucose level did not go down. The hospital staff removed the pod. At the time of the call, the patient's husband said her blood glucose was low, at 46 mg/dl. He was not able to get information from the pdm.